Event description:
The customer reported the ventilator had power and battery issues. The customer reported the device was not in use therefore there was no patient harm. Review of the device diagnostic log noted a 24/+-12v/power fail occurrence, and verified the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. Upon evaluation the manufacturer's service technician reported testing of the backup battery did not pass. The service technician reported the battery was dated 2008. The service technician noted component damage on the power supply. The service technician replaced the power supply and backup battery to address the findings. Applicable final testing was completed and tests passed per operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.